Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for tlif for herniated disc. It was reported that when the images were acquired a few months later the cage had noticeably backed out. The patient wasn¿t experiencing any symptoms. There were no further complications reported regarding the event. No additional surgery is scheduled at this time.